Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant a chest x-ray showed the right atrial (ra) lead had dislodged and had fallen to the lower part of the atrium. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.